Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# el6lf. Triathlon asymmetric x3 patella, cemented; cat# 5551-g-299; lot# h5av. Tri ts baseplate size 5; cat# 5521-b-500; lot# mitt. Tri lm/rl tib aug sz5 5mm; cat# 5545-a-501; lot# er8kd3d. Triathlon stem extender 25mm; cat# 5571-s-025; lot# 8w0a25. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell and felt pain. The doctor completed a culture and the knee is infected. The doctor removed implants and replaced with antibiotic spacers.

Manufacturer narrative:
An event regarding infection involving a triathlon cs insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review indicates devices were manufactured and accepted into final stock with no reported discrepancies . -complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: revision surgery took place due to infection whereby the reported device was explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Further information such as medical records, x-rays, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient fell and felt pain. The doctor completed a culture and the knee is infected. The doctor removed implants and replaced with antibiotic spacers.